Manufacturer narrative:
The reported event of helix failed to extend was confirmed. The reported event of inadequate capture was not confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The helix was found bent consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies. The cause of the reported event of helix mechanism issue was due to the bent helix which is consistent with procedural damage and helix being clogged with blood/tissue.

Event description:
It was reported that during initial implant procedure, patient's right ventricular (rv) lead exhibited high capture threshold it was also noted that the lead helix was failed to extend. The lead was not used and the procedure was completed using an alternate lead on(B)(6). 2024. The patient was stable.